Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: investigation summary the product was returned to j&j medtech orthopaedics for evaluation. Visual analysis of the returned device revealed that the stem extractordle threads were damaged. Additionally, the device was seized between one portion of the se bolt thread and the se nut. The evaluation of the returned device, as well as previous failure analysis performed of related complaints (B)(4), found the failure of the mechanism was attributed to excessive loading applied to the stem extractor nut, which exceeded the local shear strength of the material. This condition resulted in thread deformation, fracture, and galling events. Consequently, these failures caused the seizing of the stem extractor nut and bolt, ultimately causing the fracture of the stem extractor bolt during attempts to untighten the seized assembly. A functional test was performed and after multiple attempts revealed that the device is jammed and wont disassemble as intended causing assembly issues. A dimensional inspection was not performed since it was not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the stem extractordle would contribute to a device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the stem extractordle screw doesn't work. It did not happen in surgery.